Event description:
Per the clinic, the patient was involved in a car accident on (B)(6) 2024 and since then the patient had no access to sound with the device use. Prior to this, the patient had reported vertigo and a twitch in the left eye. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.